Event description:
The manufacturer received voluntary medwatch (mw5106899) alleging an issue related to a continuous positive airway pressure (CPAP) device. The manufacturer received information alleging of having sleep deprivation coronary event, coagulation hyper viscosity and elevated hematocrit while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.